Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A clinical coordinator reported that during an intraocular lens (iol) implant procedure, a capsule tear occurred. The iol was removed and replaced with a different lens model. Additional information was requested. Additional information was provided by the ophthalmologist that the event resolved without treatment. There was unplanned medical intervention. The patient was treated with an antibacterial agent, additional steroids and glaucoma (eye pressure) drops. An unplanned anterior vitrectomy, enlarged incision, iol exchange, sutured incision and a steroid injection. In the surgeon's opinion the event was likely due to aggressive instillation of the viscoelastic before insertion of the iol. However, the information also indicates that the capsule tear was noted after insertion of the viscoelastic once the cortex was removed and insertion of the iol.